Event description:
It was reported that in preparation for a generator change procedure, the new device was initially interrogated and found to be at eri (elective replacement indicator). The device was not used and an alternate device was selected instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.